Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect and no stimulation for the past month. It was clarified that she had fractured her pelvis in the mva in (B)(6) 2011 and that no x-rays of the ins system were performed. Follow up information received indicated that the patient still had concerns regarding their therapy/device issue but was working with her physician and the company representative to resolve the issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was unable to turn on her implantable neurostimulator (ins) or adjust the intensity. Specifically, when she tried to adjust the intensity, the patient programmer gave her a message telling her to turn the device on. When she tried to turn the ins on she would still get the same message telling her to turn the device on. It was noted that the patient was in a motor vehicle accident in (B)(6) 2011 and had not really used the ins. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3093-28, lot #v741641, implanted: (B)(6) 2011, explanted: na; extension model 3095-10, serial #(B)(4), implanted: (B)(6) 2011, explanted: na; programmer model 3037, serial #(B)(4).